Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital 10 days post implant of a right ventricular (rv) lead (and an implantable cardioverter defibrillator) for treatment of a stroke/cerebral vascular accident (cva). Computed tomography (CT) imaging was obtained, which showed the rv lead had been implanted in the left ventricle. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced. No additional adverse patient effects were reported.